Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels and chest pain. The customer changed the infusion set the night prior to hospitalization, however, it was stated that the insulin pump was having a problem priming. No troubleshooting was done due to the prime anomaly.